Manufacturer narrative:
The marathon catheter will not returned for evaluation as it was discarded; therefore, product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. As noted in the marathon instruction for use (IFU): ¿infusion pressure with this device should not exceed 690 kpa/100 psi. Pressure in excess of 690 kpa/100 psi may result in catheter rupture, possibly resulting in patient injury. Remove excess slack in the catheter to reduce the potential for catheter kink or prolapse. Verify catheter integrity prior to re-inserting guidewire or injecting embolic material to prevent vascular damage or unintended embolization. Catheter integrity is verified by angiographically confirming that contrast agent is exiting only from the catheter tip while viewing the entire distal section of the catheter.¿ related mdrs for this event: 2029214-2019-00417 2029214-2019-00418. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the procedure, the marathon catheter was reported to have ruptured during onyx injection. The patient underwent embolization treatment for brain tumor. It was reported that there was no obvious resistance while injecting onyx, and interruption time was less than 2 minutes. However, it was found that the onyx flowed out from the middle section of the catheter. The marathon had ruptured. The device was collected together with the support catheter. The procedure was completed with another device. There were no reports of patient injury in association with this event.